Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic on (B)(6) 2018. Upon review, the implantable cardiac defibrillator exhibited backup operation. The device was restored successfully without the patient experiencing any adverse consequences.